Event description:
It was reported that the ilet pump screen was cracked after the user, an auto mechanic, pressed the device against an external object, and a replacement was initiated with instructions to return the damaged unit. Symptoms included hyperglycemia. Outcomes included no medical intervention, no ketone testing, and continued use of cgm with plans to administer approximately 15 units of insulin. Investigation included collection of device history and user interview, with plans for physical evaluation upon return of the damaged pump. Investigation of this device revealed external physical damage to the pump¿s display assembly consistent with user-induced impact, with no indication of device malfunction prior to damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to a device manufacturing or design defect.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.